Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5146083.

Event description:
It was reported that the patient's right ventricular lead exhibited failure to capture or fusion beats. No interventions were performed. The patient's condition was unknown.